Event description:
It was reported that the pump failed occlusion during testing. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated . H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with tamper seals all intact. There was evidence of the error recorded in the event history log. The reported problem was not duplicated. When tested in user mode the pump ran normally. The downstream occlusion sensor was replaced as preventive measure and to ease customer concern. No fault was found with the device. The root cause was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on (B)(6) 2022 for cassette issues. The downstream occlusion sensor replacement could have contributed to this issue, but there was no indication of an issue in the evaluation., corrected data: correction: d4: model number: 2120.